Manufacturer narrative:
(B)(4). Follow-up report will be filed when evaluation is complete.

Event description:
It was reported that the user suspected the patient was bleeding from the small intestine. On (B)(6), while in the ICU, while in the ICU the pt. Was infused with a "continuous hemodiafiltration" due to septicemia. On (B)(6), the user noticed the insertion site was bleeding. It was found the injection hub of the distal lumen "came off". The catheter was removed and replaced with another catheter.